Event description:
There was no device malfunction and removal was not due to the failure of the device. The index procedure took place on (B)(6) 2024. It was a single level case, with placement of cavux cervical cage-x. During the postoperative scan the doctor determined that the cage was placed too medial on the distal end of the cage. The doctor was able to remove the implant and the patient is recovering well/as expected.